Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements in describe event or problem. No further follow-up is planned. A female patient reported the injection screw of her humapen ergo ii did not move. She also reported "the needle was not changed until it had a problem." The patient experienced abnormal blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. The core user manual instructs to use a new needle for each injection. There is evidence of improper use. The patient reused needles which may be relevant to the event of abnormal blood glucose levels.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a female patient of an unknown age and origin. Medical history, previous drug adverse reaction and family drug reaction was not provided. Concomitant medications included acarbose for an unknown indication. The patient received insulin lispro protamine suspension 50%/insulin lispro 50% (rdna origin) injection (humalog mix 50, 100 u/ml) via a cartridge from a reusable humapen ergo ii, 12 units at morning and 8 units at night subcutaneously, for the treatment of diabetes mellitus beginning on (B)(6) 2012 (conflicting date). She also received insulin lispro (rdna origin) injection (humalog) via a cartridge from a reusable humapen ergo ii, 14 units at morning, 12 units at afternoon and 10 units at night subcutaneously, for the treatment of diabetes mellitus beginning on (B)(6) 2017 (conflicting dates). On an unknown date she was hospitalized in (B)(6) 2012 (conflictive information) and started to receive insulin lispro protamine suspension 50%/insulin lispro 50%. On an unknown date her blood glucose was not controlled well and she was hospitalized between (B)(6) 2017 (conflictive information on (B)(6) 2017 the injection screw of the humapen did not move and she experienced abnormal blood glucose) and was switched to insulin lispro as per her physician's advice. No more details regarding discharge dates, further treatment and laboratory tests done while hospitalized were provided. She received insulin glargine as a corrective treatment. Outcome of the event was unknown. Insulin lispro protamine suspension 50%/insulin lispro 50% was discontinued on (B)(6) 2017, however insulin lispro therapy was continued. On (B)(6) 2017, it was noted that the injection screw of the humapen (dark blue plastic) did not move ((B)(4), lot number unknown). Furthermore, the needle was not changed until it had problem. Follow up would not be possible as there was no consent to contact reporter and the treating physician contact details were also not provided. The operator of the humapen ergo ii was patient and her training status was not provided. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use was not provided, however it was started in (B)(6) 2012 till (B)(6) 2017. The humapen ergo ii associated with (B)(4) was not returned to the manufacturer. The initial reporting consumer was unsure if the event of blood glucose abnormal was related to insulin lispro protamine suspension 50%/insulin lispro 50% and insulin lispro therapies. The relatedness assessment between the event and humapen ergo ii was not provided. Edit 29nov2017: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 15dec2017: additional information received on 14dec2017 from the global product complaint database. Changed the lot number from 0910002 to unknown (previously provided batch number invalid). Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, and improper use and storage from no to yes. Noted device was not returned to the manufacturer for (B)(4) associated with the humapen ergo ii device. Corresponding fields and narrative updated accordingly.